Manufacturer narrative:
One device and a photo were returned for evaluation. The lot history review was completed. The investigation unconfirmed for the reported detachment and identified a break and kink in the shaft. A root cause has not been determined. The device is labeled for single use. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the information indicated that model 68202080 pta balloon dilatation catheter allegedly experienced a break, kink, detachment. This report was received from one source. This device was used in a (B)(6) male patient, (B)(6). There was no reported patient injury.